Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated the insulin pump beeped and the screen went off. Prior to this the customer states they went swimming and the battery compartment had moisture in it. The customer was assisted with troubleshooting and the display did not return. The customer also mentioned that there were scratches on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the keypad domes and traces during visual inspection. No unexpected beeping during testing. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked retainer and minor scratched lcd window.